Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged a few weeks after it was first implanted. As result, the patient underwent a surgical revision wherein the lead was successfully repositioned. The lead remains in service.